Event description:
It was reported when drilling the last screw hole for plate implant on an open fracture case, the drill bit broke. The surgeon retrieved the broken bit piece, hole drilled again, and completed the case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacture eval-the drill bit as-received consisted of the bit broken into two parts. The break occurred approximately 21mm from the chisel point. Using a 10x eye loupe, visible damage and scoring can easily be seen along the flutes from the chisel point up to the break site. The chisel point angle and tip were also damaged with gouges and anodize abrasions. Conclusion although no device history record could be located for the subject lot, the initial and current top-level drawing revisions a and revision n (se_056293) were compared and no dimensional or material differences were noted. Additionally, comparisons were made between the drill blank inspection sheets, 310id23 revision a and r, along with the post heat-treat inspection sheets (310di23e) revision a and f with no pertinent dimensional or material differences found. All features which were able to be determined by measurement were found to conform. As a result of the measurement results obtained and the damage present, this complaint is deemed indeterminate DHR- the part manufacture date of 8/8/88 is recorded in the jde attachment as the received - created date. The manufacturing and raw material device history record (DHR) was unable to be located after multiple search attempts. The actual complaint artifact (drill) was reviewed and deemed to be indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsz. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The single use drill bit tip was returned nominally sharp and it is difficult to determine if this was the only use of the drill. The breakage of the tip section is homogenous but diagonal and when rejoined manually, it appears that the tip was over angled and bent just prior to breaking. It is likely that the drill was forced at a significant angle causing the breakage and not consistent with the recommended method of use described in the 2.7mm-3.5mm variable angle lcp ankle trauma system technique guide. Review of risk assessment 0000026395 version a.83 line 160 discusses the hazard - breakage of the drill bit, and the cause of hazard as improper usage with possible harm as instrument removal, damage of soft tissue, and increase of or time less than 20 percent. The marginal severity of harm is 2 and the occasional probability of occurrence is 3. The drill bit design is therefore determined to be suitable for its intended use from a design perspective and was clearly misused in this application. Conclusion: the drill bit design is therefore determined to be suitable for its intended use from a design perspective and was clearly misused. The disposition for this device is determined as invalid.